Event description:
Purchased equate contact lens conditioning solution lot # 2662a, exp 04/11 and was using it on my gas permeable contact lenses. I noticed that the viscosity was like water, unlike the bausch & lomb solution, I normally use. My eye doctor diagnosed a corneal ulcer on my left eye in 2008. I was put on steroid antibiotic drops 4x day for 10 days, had to go back to the eye doctor 2x before starting to wean off the antibiotic. Route: ophthalmic. Dates of use: 2008, two months. Diagnosis or reason for use: conditioning solution for gas permeable contact lenses. Event abated after use stopped or dose reduced: yes.